Event description:
It was reported that an ilet insulin pump repeatedly issued restart alarms and displayed an alert indicating an insulin shaft encoder failure, prompting a replacement device to be sent. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included review of device-generated alerts and receipt and inspection of the returned device. Investigation of this case revealed a malfunction consistent with an insulin drive system shaft encoder failure within the insulin delivery mechanism. It was concluded that the cause was a device component failure of the insulin shaft encoder.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.